Event description:
Alleged the CPR function will not work on the bed.

Manufacturer narrative:
The facilities maintenance dept received a head drive assembly to repair the bed. Follow-up calls from hill-rom were not returned by the facility regarding the final repair of the bed.